Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 183, 132 and 119 mg/dl. Tests were done within 10 minutes. Patient reported "control solution result 135-107/145". Patient did not experience any adverse events. No further information has been reported.